Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the episodes on the implantable cardiac monitor exhibited undersensing due to detected premature ventricular contractions (pvc). The device remains in use. No patient complications have been reported as a result of this event.